Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had normal blood glucose levels of 119 mg/dl. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the batteries on the insulin pump would not last long. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.